Event description:
It is reported that the pt is currently without stimulation. The pt experienced an abrupt jolt of stimulation and since then the ipg had been unable to communicate with the programmer and the charger. The replacement charger was unable to resolve the issue. The physician noted a possible detachment of the ipg port plug. The pt was waiting for a replacement surgery. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.